Event description:
In this event, it was reported that osteograf bone grafting material pulled away from the extraction socket wall in a pt. The dentist removed the material and completed the procedure using another bone grafting material.

Manufacturer narrative:
Therefore, because intervention was required, this event is reportable per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.